Event description:
It was reported that a pigtail catheter became caught on a stent that had been implanted in the proximal descending aorta as the catheter was being advanced through the stent. The entire stent was moved proximally to the transverse aortic arch by the catheter. The catheter and the stent were unable to be withdrawn back into the descending aorta; therefore, the pigtail catheter was left in place within the stent, and the catheter and the stent were surgically removed via a left thoracotomy. An interpositions graft was implanted at the site of the initial stent placement. The pt was reported to have done well after the procedure and is currently recovering.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for eval. The investigation is currently underway.